Manufacturer narrative:
On 9-aug-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation ablation with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. It was reported that during an afib procedure a pericardial effusion was diagnosed via intracardiac echocardiography (ice) catheter after the patient's pressure dropped. A pericardiocentesis was performed by the physician removing approx 350ml of fluid. The patient was stable at the time of the call. The bwi representative called back stating that when the patient was moved from the table it was found that lab staff cut all of the attached sensor wires. The cut sensor wires issue is not considered to be an MDR reportable issue.

Manufacturer narrative:
It was reported that a patient underwent atrial fibrillation ablation with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. It was reported that during an afib procedure a pericardial effusion was diagnosed via intracardiac echocardiography (ice) catheter after the patient's pressure dropped. A pericardiocentesis was performed by the physician removing approx 350ml of fluid. The patient was stable at the time of the call. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).